Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device showed all three icons (charge-pak, attention and service wrench) in the readiness indicator. The device could not be powered on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to an excessive amount of user power on cycles that been logged with the device's lid closed, causing 10.778 hours of on-time to be logged. The device's internal hlc batteries had been depleted and the device could not be powered on to charge and shock defibrillation energy. A replacement device was provided to the customer under warranty.